Event description:
It was reported to philips that the allura system would only allow low load fluoroscopy flavour. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the low load fluoroscopy flavour, tube rotor problem and device cannot expose. Review of the system log file showed that the 10ll errors occurred many times due to the roco was defective. The fse replaced the roco velara. After replacement of the roco velara, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.